Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had not been detected on the bus. A field service engineer (fse) reported that the station had kept cycling off and then displayed a device manager error. The station was powered down, and the pyxis bus cable at the back of all drawers was reseated. The cable was checked, and the battery, internet, and universal serial bus connections were unplugged. The station was then powered back up, and the internet and battery were reconnected after the system had stabilized and stopped cycling. The universal serial bus cables were plugged back in afterward. The customer was able to log in and successfully recover the failed storage. The station was confirmed to be working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had multiple drawers were not detected on the bus and stuck with reboot loop. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.